Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, it was reported that the ge scanner had a malfunction resulting in the procedure being rescheduled. It was noted that the issue occurred following the placement of the catheter. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.